Event description:
It was reported that during a shoulder rotator cuff repair, the anchor was cracked when screwing in one third. The pieces were removed from the patient. The procedure was completed with a significant delay greater than 30 minutes using a back-up device in additional bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. The information provided states: ¿during a shoulder rotator cuff repair, the anchor was cracked when screwing in one third¿. Visual assessment confirmed the reported breakage. The anchor was returned in with the tip broken off. Human matter was found on the needle. Per the device instructions for use, ¿use of excessive force during insertion which can cause failure of the suture anchor or insertion device. Establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.